Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings occurred. The date of the event is an approximation. In (B)(6) 2024, the patient was taken to the hospital by paramedics due to hypoglycemia. The patient reported that he did not hear the alarm from his tandem pump, stating it was not loud enough, especially compared to the phone alarm. He confirmed that this was the reason for the hospital visit. At the time, he was working and had gone to the restroom, where he missed the alarm. He experienced cold sweats, followed by loss of consciousness, during which he hit his head. His daughter called 911, and paramedics transported him to the hospital. The patient stated that the cgm readings were low and reiterated that the issue was not with the accuracy of the readings, but with the volume of the pump and phone alarms, which he did not hear. He was hospitalized for 3-4 days. During his stay, the cgm sensor was removed, and bg levels were monitored manually. The patient recalled that bg values ranged from 429 mg/dl to very high levels, though he could not provide specific readings or recall the medication administered during the visit. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.